Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx drug eluting stents, one 2.5x30mm, and one 2.75x38mm. The target lesion was a mildly tortuous and moderately calcified lesion, located between the ostium of the left main (lm) artery and the proximal left anterior descending artery (lad), exhibiting 70% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The 2.75x38mm resolute onyx was implanted first. The resolute onyx 2.5 x 30 was placed distal to resolute onyx 2.75 x 38 stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was informed that two additional medtronic stents were also deployed in the right coronary artery. It was reported that the proximal /ostial rca was rotoed prior to stents being implanted. The mid rca was also stented. This vessel was open with a very slow flow. On the left side, the patient had left main and left anterior descending disease. The left main and into the proximal lad was rotoed and stented from the left main into the lad with the resolute onyx stents. The stents were post dilated. It was reported that the stents looked great on ivus and angiography. The circumflex also had disease but was not treated. Upon trying to remove the patient from the table, the patient was very restless and was fighting the staff. Patient¿s blood pressure then started to drop, and the patient wasn't making any sense. At that time, it was difficult to find a pulse, a code was called. CPR was performed for approximately one hour, and did not get access again. It was reported that the resolute onyx stents in the left main and lad were acutely thrombosing. There was vessel occlusion due to thrombus. An attempt was made to treat the thrombus with no success. The rca was open at this time but after about a half hour, it then too started to thrombus due to a suspected lack of blood flow. It was reported that the patient died due to stent thrombosis approximately one hour after CPR commenced. The patient was not on dapt at time of the event.